Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported a hypoglycemic event. The patient had reportedly started using the pump on (B)(6) 2011 at 7:15 pm. On (B)(6) 2011, the patient reportedly had a blood glucose (bg) level of "141 mg/dl" at 3:00 pm. She did not eat until 7:15 pm when her bg level had dropped down to "39 mg/dl." At that point, the patient reportedly tried to bolus, but was confused. The patient's son called 911. When the paramedics arrived, they treated the patient with IV glucose and suspended her pump. Her bg level rose to "176 mg/dl" by 8:20 pm. No extra boluses were noted in the pump's history. The patient believed that the dosages she took were correct. The patient was advised by the animas representative involved in this contact to consult with her health care provider for possible dosage adjustments. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that her blood glucose level dropped to less than "40 mg/dl" and she received IV glucose treatment from paramedics. However, it is unknown at this time if there was a pump malfunction or if the device contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.